Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump setting were changed. Pump data was reviewed by tandem technical support and found pump settings were being adjusted by the customer. There was no reported impact to customer's blood glucose level.